Event description:
It was reported that the nasogastric tube was placed in the patient and the gastric balloon lost air. When tube pulled out the gastric balloon appeared to have a large tear. Per follow up on 20mar2024, it was reported that the lot number for the device was mcgv5598, and according to the lab, there was previous failures with the device concerning balloon rupture. But no devices were saved from those incidents. No harm to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect balloon design size ". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "caution: test balloons for air leaks and proper inflation before using tube. Instructions for use 3. Passage of four lumen esophagogastric tamponade tube: after suctioning the air from the gastric and esophageal balloons, rubber shod clamps are clamped on the two pressure monitoring outlets and plastic plugs are inserted into the lumens for inflation of the esophageal and gastric balloons. This maneuver maintains deflation of the balloons during intubation. The tube and deflated balloons are introduced through one of the nostrils into the posterior pharynx. With assistance of the patient having a few sips of water through a straw, the tube is inserted to the 50cm mark indicating that the tip of the tube is in the stomach. The position of the tube should be confirmed by fluoroscopic visualization showing the tip well below the diaphragm. Other established clinical uses for verification are acceptable. Follow institutional procedures. Suction is applied immediately to the gastric and esophageal aspiration lumens to avoid regurgitation of gastric juice, blood and saliva during inflation of the gastric balloon. Aspiration of gastric juice from the gastric aspiration lumen provides further evidence for the proper location of the tube. 4. Positioning four lumen esophagogastric tamponade tube: the rubber shod clamp and plastic plug are removed from the pressure monitoring outlet of the gastric balloon and the gastric balloon inflation lumen. The pressure monitoring outlet for the gastric balloon lumen is connected to the mercury manometer. Increments of 100 ml of air areintroduced through the gastric balloon inflation lumen until a total of 450-500 ml of air fill the gastric balloon. As the air is introduced into the gastric balloon, the intragastric balloon pressure is monitored. Warning: if the intragastric balloon pressure recorded following intubation is 1.5cm hg greater than the intragastric balloon pressure at an identical volume noted prior to intubation, the gastric balloon is located within the esophagus and further distention of the balloon may result in over distention and rupture of the esophagus. If an elevated intragastric balloon pressure is recognized, the balloon must immediately be deflated and reintroduced into the stomach. When the gastric balloon lying in the stomach has been inflated with 450-500 ml of air, the air inlet and pressure monitoring outlet of the gastric balloon are ligated doubly with sutures or are clamped with a traumatic clamps or clips. The tube is pulled back gently until the resistance of the diaphragm is firmly felt against the gastroesophageal junction. With a minimum of tension on the tube, fix the upper end of the tube as it emerges from the nostril by a cuff of sponge rubber. The nasal guard is secured to the tube by adhesive tape passed around its mid-portion and spiraled around the distal end of the tube. Lavage of the stomach with 0.85% sodium chloride solution in ice should be accomplished through the gastric aspiration lumen until the aspirate is clear. If blood is detected continually in the gastric aspirate, the esophageal balloon should be inflated to a pressure of 3.5 to 4.5cmhg as recorded continuously by manometer attached to the esophageal balloon monitoring outlet. If bleeding continues during esophageal tamponade, it usually originates from a gastric varix. In this case, external traction upon the tube should be initiated. The tube is kept taut by fixing it to the nasal guard at the point where the tube emerges from the nostril. Warning: external traction upon the tube causes ulceration of the mucosa within a few hours; therefore, external traction must be employed cautiously for short time intervals. Follow institutional guidelines. The gastric aspiration lumen is connected to intermittent 60-120mmhg suction. Continuous aspiration of the esophagus to remove swallowed saliva and regurgitated blood is accomplished by 120-200mmhg suction." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nasogastric tube was in place in patient and the gastric balloon lost air. When tube pulled out the gastric balloon appeared to have a large tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.